Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
Patient having pain/discomfort 2 months post op, per surgeon. Post op x-rays did not show plate broken. Revision/hardware removal performed (B)(6) 2015 and realized plate broken. Replaced plate with new cp plate ER mpj fusion.

Manufacturer narrative:
The reported incident that plate anchorage mtp / cross plate - right was alleged of issue s-12 (implant breakage after surgery) could be confirmed. Based on investigation, the root cause was attributed to a patient related issue. The failure was caused by overload/fatigue. Microscopic investigation revealed that the fracture surface had suffered severe secondary damage. Evidence of microscopic vibration fracture characteristics was found on the fracture surface. Based on the results of the examination, it can be stated that the plate failed due to a vibration (fatigue) fracture. Moreover, the device was removed 9 months after surgery and fusion did not occur. It was reported that patient has tenosynovitis of the foot; which is a contraindication. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
Patient having pain/discomfort 2 months post op, per surgeon. Post op x-rays did not show plate broken. Revision/hardware removal performed (B)(6) 2015 and realized plate broken. Replaced plate with new cp plate ER mpj fusion.